Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type ia endoleak, type iiia endoleak of the aortic components, type ib endoleak of the right common iliac artery and rupture complaints are confirmed. This is consistent with the reported adverse event/incident. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. Additionally, the operative note stated the proximal extension had slipped down and was well below the renals; unable to determine the distance. This could have contributed to the type ia endoleak. The final patient status was reported as being discharged home in stable condition on the fourth post operative day. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata. Corrections: g4: date received by manufacturer-updated. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx bifurcated stent graft, two (2) afx limb stent grafts, and an afx suprarenal aortic extension. Approximately eight (8) years post initial implant the patient presented emergently with retroperitoneal bleeding and a ruptured aneurysm. Additionally, a type ia endoleak, a type ib endoleak at the right iliac limb, and a type iiia endoleak were identified. An afx vela suprarenal was implanted to treat the type ia endoleak, an ovation ix extender was implanted to treat the type ib endoleak, and an afx vela infrarenal was implanted to treat the type iiia endoleak. The final patient status was reported to be stable post-intervention.